Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 106 mg/dl. While preparing breakfast shortly after, the patient suddenly lost consciousness without experiencing any prior symptoms. His daughter, concerned after being unable to reach him, went to his home, saw him lying on the floor, and immediately called 911. When the paramedics arrived a fingerstick was taken, and the blood glucose reading was 55 mg/dl. No gcm reading was reported from that moment. The patient was treated with intravenous glucose. The patient reported waking up seated in a chair, with no recollection of how long he had been unconscious. The patient also sustained a minor injury on his elbow during the fall, which was treated on-site with a bandage. No further medication was reported to be needed and the patient was not brought to the hospital. The patient was unsure how long emergency medical services (ems) remained at his residence but estimated that they left around 10:00 am. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.